Event description:
The user facility reported one event of the needle separating from the snap connection of the holder when the tube is removed from the holder. Event occurred during evaluation. No blood exposure reported.